Manufacturer narrative:
295721 evaluation statement: the reported event of unspecified battery issues could not be confirmed. File was opened to document an event that the customer reported. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that there have been unspecified battery issues. There was no report of patient involvement.